Manufacturer narrative:
This report contains supplemental information for mentor psr reference number (B)(4). The investigation of the returned device was completed by the failure analysis lab on 6/26/2019. Device evaluation summary: according to the information received, it was reported that the patient developed hematoma. During evaluation of the sample a tear was observed in the anterior and extending to the posterior view, measuring approximately 2.2 cm. No additional anomalies were observed. Based on the facts of the case, is unrelated to the breast implant and related to the patient condition. Hematoma is a collection of blood within the space around the implant. Symptoms from hematoma may include swelling, pain, and bruising. While the body absorbs small hematomas, some will require surgery. If a hematoma occurs, it will most likely occur soon after surgery; however, it can occur at any time. Careful hemostasis is important to prevent postoperative hematoma formation. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. No further investigation will be conducted on this complaint due to external cause. The reported complaint could not be confirmed. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: hematoma. (B)(4). This device report is being submitted late as a result of the exemption transition period following the revocation of mentor¿s psr exemption #e2007003.

Event description:
This report contains supplemental information for mentor psr reference number (B)(4). It was reported that a (B)(6) year-old patient who underwent breast augmentation surgery with a 400cc mentor memorygel breast implant experienced left sided hematoma post procedure. As a result patient had undergone removal and replacement a 400cc mentor memorygel breast implant on (B)(6) 2019.